Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced hypoglycemic events in the past. The patient could not confirm when these dates occurred. There was no allegation of malfunction to the dexcom system. The patient did not wish to provide further event details. At the time of contact the patient was doing okay. The additional patient information is available.